Event description:
It was reported that intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction injection via manual insulin therapy. To address the occlusion events, the customer changed the infusion set and cartridge and resumed insulin. No assistance from a third party was needed.